Manufacturer narrative:
The initial reporter called into olympus technical assistance center (tac) personnel to report their issue. The customer advised that they perform a load liquid circulating garment (lcg) on friday, then by monday the lcg fails efficacy. Tac informed the customer that the reprocessing solution has a maximum usage of 5 days. Tac went on to note that performing lcg on monday is a better alternative to avoid the weekend days interfering. Tac made sure to review and confirm the test strips were consistent with what is provided in the instructions for use (IFU), and that they were not expired. After confirming those details, the customer noted that she feels the acecide solution is not passing the mrc test prematurely. Customer went on to note that the lcg passes the mrc only when the chemical is loaded. At this time, the customer is intending to perform the load lcg on mondays instead of fridays. The device has not been returned. Should additional information be provided prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
The customer reported that while reprocessing, the olympus endoscope reprocessor was failing the acecide efficacy prematurely. This event occurred during reprocessing and have no patient involvement.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.